Event description:
On (B)(6) 2025, a patient prepped for a port placement procedure using the MRI powerport isp port. During the initial flushing procedure before placement, it was reported that there was an issue encountered while attempting to flush the power port groshong catheter. It was further reported that the water could not be passed through the catheter. The procedure was completed successfully using another device. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp m.r.I implantable port kit was received for evaluation. Visual and functional evaluations were performed. An in-house syringe with dye water was attached to the loaded catheter stylet hub on the groshong catheter returned. The catheter did not infuse as resistance was felt. Therefore, the investigation is confirmed for the reported difficult to flush issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a port placement procedure using the MRI powerport isp port. During the initial flushing procedure before placement, it was reported that there was an issue encountered while attempting to flush the power port groshong catheter. It was further reported that the water could not be passed through the catheter. The procedure was completed successfully using another device. There was no patient contact.

Event description:
On (B)(6) 2025, a patient prepped for a port placement procedure using the MRI powerport isp port. During the initial flushing procedure before placement, it was reported that there was an issue encountered while attempting to flush the power port groshong catheter. It was further reported that the water could not be passed through the catheter. The procedure was completed successfully using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp m.r.I implantable port kit was received for evaluation. Visual and functional evaluations were performed. An in-house syringe with dye water was attached to the loaded catheter stylet hub on the groshong catheter returned. The catheter did not infuse as resistance was felt. A kink was noted on the stylet, proximal to the hub. Therefore, the investigation is confirmed for the reported difficult to flush issue and identified deformation due to compressive stress issue. The definitive root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Labelling review: as the reported event did not allege a labelling or use related issue, a labelling review is not required. G3, h6 (device, result). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.